Event description:
During a cardiac cath, the j-wire was removed from the patient and the j-wire was fractured. Inserted a new j-wire and the same thing happened. No resistance was felt during the case. Manufacturer response for guide wire, inqwire j tip fixed core guide wire (per site reporter). Will pick up device to send back and evaluate.